Event description:
It was reported that previous a magnetic resonance imaging (MRI), this pacemaker system was discovered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance. Additionally, there was some stored atrial tachy response (atr) events due to oversensing of noise. Technical services (ts) recommended to program the lead and check it with the physician. A ra lead fracture is suspected. Furthermore, the MRI was not performed, the lead was reprogrammed and the patient is scheduled to fix the lead. At this time, this pacemaker and this ra lead remain in service, and there were no adverse patient effects reported.